Event description:
On april 18, 2008, the lay user/pt contacted lifescan alleging the one touch ultra meter prompted the error 4 message. The medical affairs specialist was not able to contact the pt to obtain/clarify information. The pt states the issues started about a month before she contacted lifescan. The pt went to the emergency room on ten days earlier at 9 pm. The pt felt symptoms of dizziness and sleepiness at the time. At the emergency room, the pt was administered an unk type and dose of insulin. A blood glucose reading was obtained at the hospital, and she recalls and the result was high although she did not know how high. It would be helpful to know when the pt's symptoms started, what her treatment regimen is, how often she tests her blood sugar in a day, whether she would have done anything differently if the error 4 message did not occur, how long after treatment she felt better, and what advice or diagnosis she was given. It was determined during the troubleshooting telephone call the pt's testing technique was incorrect. The test strips were in good condition. The issue was not resolved. This complaint is being reported because the pt alleged she obtained an error 4 message, felt symptoms after the issue, and required intervention from a health care professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.